Event description:
Additional information received from our medical safety team via loqi (abiomed's long-term outcome and quality indicator impella registry), indicating an allegation of recurrent episodes of svt (supra ventricular tachycardia) with the impella cp device used on this patient. Patient was hospitalized to address the issue and is stable.

Event description:
We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), indicating an allegation of worsening respiratory failure, recurrent atrial fibrillation with rvr, renal failure and worsening cardiogenic shock with the impella cp device used on this patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
Additional information received from the clinical study coordinator indicated that the event is no longer related to the impella device. No further reports will be forthcoming.